Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo indicated poor gel barrier separation, fibrin, and red cell hang up. A total of 100 retained samples were visually inspected, and no gel or additive defects related to poor barrier separation, fibrin, or red cell hang up were found. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin, red cell hang up and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, fibrin, and red cell hang up) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode of fibrin, red cell hang up and poor barrier separation based on photo analysis. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance blood collection tubes, poor barrier separation, fibrin, and red cell hang up were observed in an unspecified amount of tubes. No patient impact was reported.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance blood collection tubes, poor barrier separation, fibrin, and red cell hang up were observed in an unspecified amount of tubes. No patient impact was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.